Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The inner shaft was buckled for 10mm starting at the proximal marker band and extending distally. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft in the buckled area. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation issue occurred and removal difficulties were encountered. The target lesion was located in the dorsalis pedis artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during deflation, the balloon would not deflate. After trying to deflate multiple times, the balloon eventually deflated but the non-bsc guidewire and the balloon contrast ports were compromised. The wire was pulled out with difficulty and could not be reinserted. The physician pulled the balloon out and used another 2x40mm coyote balloon catheter with a choice pt wire, and the procedure was completed. No patient complications were reported.

Event description:
It was reported that balloon deflation issue occurred and removal difficulties were encountered. The target lesion was located in the dorsalis pedis artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during deflation, the balloon would not deflate. After trying to deflate multiple times, the balloon eventually deflated but the non-bsc guidewire and the balloon contrast ports were compromised. The wire was pulled out with difficulty and could not be reinserted. The physician pulled the balloon out and used another 2x40mm coyote balloon catheter with a choice pt wire, and the procedure was completed. No patient complications were reported.